Event description:
Reportedly, after repair of the subject programmer, the programmer head did not recognize the programmer after connection. After changing the programmer head, the screen remained white.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, after repair of the subject programmer, the programmer head did not recognise the programmer after connection. After changing the programmer head, the screen remained white.